Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to the failure of the cable, and the image was not displayed. It is likely that the cause of the cable failure was flooded from the cable covering cut and deteriorated. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that 4k camera head did not work. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was found that due to damage to the cable unit, the endoscopic image cannot be displayed. There was also a cut found on the cable unit. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.